Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were unresponsive. Customer¿s blood glucose was 250 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.